Manufacturer narrative:
(B)(4). The customer returned a spring wire guide, lidstock, dilator and single lumen catheter for evaluation. The customer did not return the arrow-raulerson syringe (ars). The returned guide wire was observed to be kinked in the guide wire body. Since the ars was not returned, visual inspection could not be completed. A device history record review was performed and no relevant findings were identified. Complaint verification testing could not be performed as the ars was not returned for analysis. A device history record review was performed and no relevant findings were identified. Without the ars returned to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that the ars (syringe) leaked during patient use.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the ars (syringe) leaked during patient use.